Event description:
Pt diagnosed with unilateral vocal cord paralysis following use of lma-classic airway. Pt underwent thyroplasty to medialize the vocal cords. There was no report of device malfunction.